Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that some "double counting noted of complexes". The device has not shown any sensing integrity counts or other evidence of lead failure. The lead remains in use. No patient complications have been reported as a result of this event.